Manufacturer narrative:
(B)(6). Following this event, a medtronic representative, at the site, checked the system accuracy on a plastic head and found it to be accurate. Unable to determine root cause as, per the case description, the site was accurate after registration, after going sterile and making a bone flap. Once the ultrasound was brought in, around the area of interest, the surgeon felt 1cm inaccurate when using navigation. Software investigation findings suspect that the frame-to-patient orientation changed. Patient exams and snapshot received by manufacturer for evaluation provided no useful information to make any further determinations.

Event description:
A medtronic representative reported that, while in an open posterior cranial biopsy, the surgeon alleged a 1cm inaccuracy posterior medial. The surgeon was accurate after registration and when going sterile. The surgeon then made a bone flap and maintained accuracy. At this point, the surgeon brought in the ultrasound around the area of interest and believed to be 1cm inaccurate when using navigation. The biopsy was successfully completed with the use of the stealthnavigator enav system. There was no negative impact on the patient outcome reported.